Event description:
The patient called lifescan on 11/08/04 and alleged that his meter was prompting several error messages. The patient reported that he tested his blood sugar and obtained an error 1 message. The patient did not compare his meter result to the color chart. He reported that the test strip was inserted firmly and completely into the meter. He applied the blood to the pink area of the test strip. The test strips appeared to be in good condition. While troubleshooting, the patient cleaned the meter. He attempted to test and obtained an error 6 message. He cleaned the meter again and retested and obtained an error 4 message. The patient did not allege any harm or injury, nor did he seek any medical attention. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the patient suffered a serious injury. A replacement meter is being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.